Event description:
Retrospective summary report #e2005012. This report summarizes 75 occurrences of reported malfunctions of a variety of devices. General description: number of events: pump stopped or will not start, 41. Pump not available for use, 7. Indication that battery is not charged, 17. Sensor malfunction, 10. No pt injury was reported as a consequence of any of these events.